Manufacturer narrative:
Skin and surgical wound degradation are known complications associated with the use of active transcutaneous hearing implant. Based on the available information and our trending we have no indication that the reported issue is the result of a manufacturing or quality deviation. We see no increase in severity and/or occurrence in the reported event that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.

Event description:
Patient's surgical site did not heal. After several months of pain, he was admitted to the hospital with IV antibiotics for a week, then released for a week of at home antibiotics with no relief. Surgeon emergently removed the device on (B)(6) 2025.